Event description:
Rptr was given a syringe to administer liquid medication to her 10 month old son. Rptr was given the syringe by her pharmacist with the medication. Rptr had given the medication three times without difficulty. While cleaning, rptr noted that the syringe had an additional tip that "popped" off. Rptr had given the medication with this tip on, and is concerned that it could have popped off into the child's mouth. Rptr believes that this extra tip should be a different color, to indicate to lay persons that it is a detachable component. Rptr did report the event to the pharmacist.